Event description:
It was initially reported that the device was showing its attention icon. After evaluation by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the cause of the reported failure was due to an internal battery, designator bt2 on the analog pcb assembly, which would no longer take a charge. The customer received a replacement device.